Event description:
It was reported that the tip of the drill bit was damaged. When inserting a hcs, the doctor drilled the bone of the young patient, and after he inserted a guide. The bone was drilled through to the other side to hang the screw, when it sounded like the bone broke. This is believed is when the drill might have broken. Later an image showed that after inserting the screw into the bone, there was foreign substance. The doctor noticed that the tip of the drill was damaged. Fortunately the doctor removed it after the screw was pulled out. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that tip of the drill bit is damaged. The broken face is homogenous, which indicates material conformity. The drill bit is broken due to mechanical overloading during use. We strongly have to assume that the tip of the drill bits came in strong contact with the k wire and blocked what lead to breakage finally. No product fault could be detected. Additional product code for this report includes hsz, gfa, and gff.